Event description:
On (B)(6) 2012, pt presented for eus with fine needle aspiration biopsy. During the procedure, the fine needle stylet broke off while obtaining a tissue specimen. The needle was withdrawn completely with no adverse outcome. A different needle was used and the procedure completed without difficulty.